Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 100 mg/dl on the aviva system compared back to back with a result of 30 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that the paramedics treated her with glucagon because her blood glucose levels were so low. Reporter also stated that she was taken to the hospital where she was given a sandwich and juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.